Event description:
Reported indicated that a vns patient had his generator and lead removed due to infection and extrusion. According to the patient's treating physician, the infection developed after the patient drooled into the incision site causing the generator to be explanted. The patient then began picking at the explant site until the lead was found at which time he picked at the lead causing it to extrude through the skin. The lead was then removed. Both the lead and the generator have been discarded per the hospital's policy.